Event description:
Hurt- vagina [vulvovaginal pain]. She put it in and it hurt right away [complication of device insertion] . Broke apart, the string pull off [device breakage] . Case narrative: relative reported via e-mail that their daughter used tampons and they broke apart within seconds. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.